Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7087530. Product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6) batch: 532865. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: na batch: 27614224 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: na batch: 28135579 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7093515. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7093546.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and a reopening of the incision site on the scalp. The physician assessed the site had become infected and oral antibiotics were prescribed. However, the infection persisted, and the patient underwent an explant procedure wherein the entire system was removed. The patient did well postoperatively. The devices were not returned for analysis, as they were discarded by the facility.